Manufacturer narrative:
It was reported that a patient had a failure of a bicompartmental knee implant, requiring revision. The device is not available for evaluation. It is not presently clear which model or version of the device is in scope of this adverse event. Additional information will be submitted via follow-up as appropriate.

Event description:
It was reported that a patient had a failure of a bicompartmental knee implant, requiring revision.